Event description:
It was reported that lead displacement was observed and that the lead had migrated. Surgical intervention was required, and the lead was reported to have been repositioned on (B)(6)-2012. It was unknown if diagnostic testing or troubleshooting was performed. The cause of the issue was unknown, as well as if the patient experienced any symptoms. Further, it was reported that the issue was solved by the repositioning of the lead. The patient¿s status was noted to be ¿alive-no injury.¿

Manufacturer narrative:
Product ID 3877-45, lot# 0206177554, implanted: 2012-(B)(6), product type lead product ID 3877-45, lot# 0206177554, implanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no new or increased pain was reported. The patient stated that the electrical impulse was not following the same pattern as before. A radiological exam confirmed the lead migration. There were no symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0206177554, implanted: (B)(6) 2012, product type: lead. Product ID: 3877-45, lot# 0206177554, implanted: (B)(6) 2012, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the electrode repositioning required hospitalization.